Event description:
General report received of an unspecified number of undocumented incidents of separations. On unspecified dates, the extension tubing sets were being used to deliver unspecified medications. The customer contact reported that the tubing separated from the clave port of the extension tubing sets. No specific event details were provided. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and if the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. The reported was contacted and information on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional information. This report represents all the information known by the reporter upon query by hospira personnel.